Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device is overheating in less than a minute. There were no injuries reported as a result of this event.

Manufacturer narrative:
The pre-repair temperatures couldn't confirm the overheating and found the nose, middle, and rear at 79 degrees fahrenheit, 82 degrees fahrenheit, and 84 degrees fahrenheit, respectively. The evaluation also found the bearings were corroded. If information is provided in the future, a supplemental report will be issued.